Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead position had moved since implant. During the procedure to reposition the lv lead, the physician damaged the lead while re-opening the pocket. The lv lead was removed. While repositioning the replacement lv lead, it became stuck and stretched out the coil. Insulation damage and a fracture were noted. The lv lead was not implanted and a third lv lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.